Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "wall thickness too thin". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 2 of the foley catheters from the same batch were inserted normally into the patient and on both occasions, within a matter of days, both the balloons on the catheters burst. The user had a 3rd unit available which was unused and available for collection/investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 2 of the foley catheters from the same batch were inserted normally into the patient and on both occasions, within a matter of days, both the balloons on the catheters burst. The user had a 3rd unit available which was unused and available for collection/investigation.